Event description:
Instrument returned citing it was, "not working properly". Post evaluation it was discovered device produced straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a small piece of wire stuck in the tip. The wire in the tip comes about from a user deploying more than the recommended number of constructs allowed per the instructions for use for this product.